Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 438 mg/dl. Customer had symptom of dry mouth. Customer treated high blood glucose with food and bolus delivery. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, customer declined to check settings. High pressure test was performed and insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.